Event description:
It was reported that during a right colon surgery in patient, hemostasis was not properly performed. Can you provide us with more details about the ¿anastomosis¿? Answer: the anastomosis itself held, but bleeding occurred in the meso. Although bleeding on the stapling line can occur and can be controlled by suturing, in this case the bleeding came from the mesos, which required a resumption of the anastomosis. Is it possible that this bleeding is caused by damaged tissue? No, because the patient is very young, did not have any underlying health problems. When was the problem detected (preoperative, intraoperative, or postoperative)? Answer: intraoperative. Did the staples catch well in the tissue? Answer: yes. Was the appearance of the deployed staples correct (b-shaped, malformed, goal post/straight legs)? Answer: nothing to report. Has the stapling line been interrupted? Were the staples missing or not visible on any part of the line? Answer: no. What is the patient's current state of health? Answer: the patient is fine, but the anastomosis was performed again with another device. Was there a consequence or change in the patient's post-operative care as a result of the incident? Answer: a portion of the intestine (about 10 cm, corresponding to the length of the staple) had to be removed, followed by a new anastomosis with tlc. Haemostasis problems were observed in the patient.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: was the mesentery that had bleeding the only ting in the jaws of the device or was it transected when transecting the colon? No obviously there was not only the meso in the jaws, the device was used for colon resection. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.